Event description:
It was reported that the right ventricular (rv) lead was observed with episodes of ventricular high rates that appeared to be oversensing of very short intervals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2011. (B)(4).